Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient experience that 10-infusion set were fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 10.